Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that interference to another manufacturer¿s implanted pacemaker occurred. The patient underwent an ablation procedure for atrial fibrillation. Mapping and ablation were performed in the left atrium only, using the rhythmia mapping system and another manufacturer¿s ablation catheter and rf generator. After successfully completing the procedure, the pacemaker was interrogated and it was discovered that during the procedure, the pacemaker detected an abnormal impedance measurement, considered the atrial lead to be broken, and therefore changed from bipolar sensing and stimulation to unipolar. The pacemaker had been on during the procedure. There were no specific measurements available regarding the distance between the pacemaker and the localization generator; however, the distance was noted to be ¿in between the average¿ and no different to any other case performed with the system. According to the log files of the pacemaker, the event occurred at the end of the procedure during delivery of rf energy. The impedance measurement had been incorrect during the self-test of the pacemaker while delivering rf energy. There had been no ablation was performed near the atrial lead. The possibility that the sheath and needle came in contact during the transseptal puncture was not ruled out. A cardioversion was also performed, using external electrodes , to check the pulmonary veins for gaps in sinus rhythm. The staff stated to have had the paddles away from the pacemaker itself and during the cardioversion the magnet was turned off. The physicians considered it unlikely that the localization generator was the cause of the event, as the procedure took 3-4 hours and the event occurred at the end of the session, after the rhythmia system had been operated during the entire duration without any issues. However, it was also reported that the localization generator was on during the time ablation was being delivered when the pacemaker changed settings. The pacemaker was able to be programmed back to the original settings, indicating no dislocation or any kind of physical damage was done to the leads. It was noted the patient was not pacemaker dependent, and patient¿s heath was not affected at any time.